Event description:
It was reported that on (B)(6) 2012 a pump "was not controlling flow". The issue was discovered prior to connecting the IV to the pt.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventative maintenance procedure with the unit passing. An additional flow rate test was performed programmed at the parameters found in the history log during the last infusion recorded in the reported event care area (for a period of one hour) with the unit passing. Excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing.